Event description:
During a lower anterior resection procedure using a plcr60b, the device was fired and undeformed staples were observed across the staple line and the device did not cut. An attempt to sew in a purse string deep in the pelvis was not successful. Which resulted in a permanent colostomy. The surgeon has informed the patient in advance that this may be a possibility.

Manufacturer narrative:
The plcr60b was not returned for evaluation. The i60 was returned and evaluated. There were no abnormalities that would contribute to the stated event. As the tissue was thick and inflamed, this may have contributed to the event. Expiration date is unk. Device manufacturing date is unk.